Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, intermittent atrial capture was seen at 7.5 v. Bipolar and unipolar impedances were >2500 ohms. The physician elected to program the device to vvi mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received